Event description:
Patient suffers from rheumatoid arthritis and complained of increasing pain and decreased movement in right shoulder. X-rays showed increased humeral head migration and cuff tear arthropathy.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of reported devices was not possible as they were not returned. Review of the provided pre-revision patient x-ray by a depuy extremities product development engineer confirms the device migration due to the patients soft tissue wear. The devices were implanted in 1999 and explanted in 2012. A search of the complaints databases finds no other reports against the product/lot code combinations since their release to distribution. It was reported the patient has rheumatoid arthritis and the reason for revision was pain. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. No additional information was obtained. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.